Event description:
Caller visited the hospital for a chest pain, she was advised that before she can be admitted for observation she has to take a covid test because it is mandatory. She took the test after taking the test, she experienced excruciating pain and burning sensation in her nostrils. After discharge from the hospital on her way home the pain and burning returned. When she got home she called the hospital to report the reaction and was told it is one of the side effects. Few days later after discharge the pain subsided.